Manufacturer narrative:
The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported two patient interfaces with suction loss. Additional information received states that the patient interfaces were exchanged and new patient interfaces were used to complete the procedures.